Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), heart failure is a potential adverse event associated with bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to progression of underlying disease processes, including uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Any episode of congestive heart failure in the postoperative period would mandate an echo to evaluate the valve function. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest/indicate the heart failure was likely related to the worsening pvl. The exact cause of the worsening pvl 35 days post valve deployment cannot be determined. In addition to patient factors (moderate valvular calcification, moderate aortic root calcification), the moderate to severe pvl may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), a 23mm sapien 3 valve was deployed in the ¿normal manner¿ via the transfemoral approach. The valve was deployed with mild paravalvular leak (pvl) reported. The patient was discharged. On postoperative day (pod) 35, the patient was emergently transferred to the hospital due to heart failure. Echo showed moderate to severe pvl. The patient was hospitalized for further examination and treatment. No further actions were reported. The valve remains implanted in the patient. The native annular diameter measured 18.0mm by tte. Moderate valvular calcification and moderate aortic root calcification was reported.

Manufacturer narrative:
Additional information received indicated during the re-hospitalization due to heart failure, 2 amplatzer vascular plugs were implanted and post dilated with a 23mm z-med balloon catheter. The reported paravalvular leak (pvl) was resolved. No recurrence of the heart failure was observed following the plug implant. The patient was reported to be doing well.